Event description:
It was reported that an echocardiogram revealed pericardial effusion. A pericardiocentesis was performed on (B)(6). The patient's condition was -good- after the procedure.

Manufacturer narrative:
No medwatch form was received.